Event description:
The customer stated 36 children had been found to have (B)(6) infections after receiving blood transfusions at the customer site. Blood screening had been performed on the transfused units using an architect i2000sr analyzer. It is not yet clear if false negative (B)(6) results were generated on the architect analyzer for the blood units the children received. An investigation has been initiated to genotype the (B)(6) infections and determine the number of possible sources.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect (B)(4) reagent, list 6c37, that has a similar product distributed in the us, architect (B)(4), list 1l79. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, sensitivity testing, a search for similar complaints, and a review of labeling. This complaint was reported as a serious injury but there is no evidence to suggest the (B)(6) assay was the cause. A separate ticket was opened to address the customer's testing of patient samples while quality controls were out of range. Testing of the transfused units was performed using both (B)(6) and pcr, and both methods generated (B)(6) results. Sensitivity testing generated acceptable results. No further testing is possible since (B)(6) lot 15472li00 is expired. Tracking and trending identified no adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation no malfunction was identified.